Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, dob), h6 (clinical code). UDI: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records, the patient was revised to address failed left total hip arthroplasty secondary to adverse metal on metal reaction and cobalt chromium toxicity. Revision notes reported of moderate alval limited to the capsule and moderate capsular necrosis. It was also indicated that there was a small hip effusion around the femoral neck and mild synovial thickening. Laboratory results showed elevated cobalt serum level. Stem was not revised during revision. Doi: on (B)(6) 2007, dor: on (B)(6) 2020, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Asr xl litigation records received. Litigation alleges pain, injury, elevated cobalt and chromium level, acetabular cup detached/disconnected, metal debris, loosened acetabulum, walking difficulty, grinding and clicking. Doi: (B)(6) 2007 : dor: (B)(6) 2020 (left hip).